Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the non-pacemaker dependent patient presented for follow-up in clinic, ventricular noise reversions due a potential lead malfunction. The lead displayed noise episodes. No intervention was performed and the patient will continue to be monitored. There were no patient consequences.